Event description:
Cracked/brush head come off in mouth - oral-b refills [device breakage] case narrative: consumer stated via email that while brushing, the brush head come of in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.